Event description:
The patient arrived to the emergency room bradycardic following an episode of syncope and falling down at their residence. Interrogation of the device was not possible. The device had no magnetic response and was observed to not be pacing in a non-pacemaker dependent patient. Device replacement is anticipated to be performed. No intervention has been performed at this time as the patient had a fever. The patient was in stable condition. Further information was requested but is not yet available.

Event description:
Additional information received indicated the event was resolved by explanting and replacing the device. The patient was in stable condition following the procedure.

Manufacturer narrative:
The reported events of pacemaker inability to interrogate and inability to pace were confirmed. The device was received with no telemetry communication and no output. Analysis of the output found device was in backup operation mode. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found at normal levels. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states